Event description:
Customer reported issues with the insulin pump. Customer states that her basal is not delivering. Customer states that she woke up in the morning with high predictive error. The symptom of the high blood glucose is thirst, nausea and key tones also seem to be failing. The blood glucose reading is 279 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.